Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the stomach on a laparoscopic sleeve gastrectomy, after charging the reload onto the handle, the surgeon could not squeeze the handle and fire. Another reload was used to resolve the issue and complete the case. There was no patient injury.